Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital twice last month but were not for events related to high blood glucose. The customer's blood glucose reading at the time of the call was 468 mg/dl. Customer requested information about glucose assistance but then declined to troubleshoot the high blood glucose and wanted to report this information only.